Event description:
It was reported that a patient experienced turbid effluent and abdominal pain coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. The cause of the turbid effluent and abdominal pain event is unknown. Treatment for the event was not reported. At the time of this report, the patient was not recovered from the event. Action taken with dianeal therapy was not reported. Additional information is not available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). Initial reporter: telephone number: (B)(6). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).